Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0qhuk, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative and health care provider (hcp) reported that the patient's device was repositioned in (B)(6) 2015. The patient had an infection at the implantable neurostimulator (ins) site. The patient had drainage and incisional wound opening. It began with a small opening at the incision with minimal issues. The patient had incontinence. The ins pocket opened up in (B)(6) 2016 and the managing hcp treated the patient with antibiotics as a precaution and closed up the pocket. There was no trauma associated with the pocket opening initially. The patient had an infection at the bladder stimulator site and had an inflammatory reaction. They were unable to turn off the stimulator. The patient had a CT of the pelvis done with contrast on (B)(6) 2016. The patient's bladder was non-distended, they had a fibroid uterus, and there was cutaneous/subcutaneous soft tissue thickening overlying the sacral stimulator on the right buttock region. There was no discrete enhancing collection suggesting abscess and it was compatible with cellulitis/reactive change. The stimulator tip projected through the left hemi-sacrum anteriorly into the soft tissues adjacent to the left piriformis muscle. There were small inguinal lymph nodes bilaterally and one on the right was mildly enhancing. The pocket kept draining and opening up again, so the ins and lead were replaced on (B)(6) 2016 due to suspected infection. The ins on the right side and the lead on the left side were removed and the new ins was placed on the left side and the new lead was placed on the right side. When the pocket was opened to replace the ins and lead there were no visible signs of infection. There was no evidence of purulent material in the site of the battery and the lead was explanted without incident. The pocket was copiously irrigated with saline and was closed. The patient had an x-ray of the sacrum and coccyx on (B)(6) 2016. The x-ray was taken for fluoroscopic guidance for left-sided bladder stimulator insertion. The appropriate toe and rectal reflexes were obtained. The device was interrogated and found to be appropriate after the lead was connected to the battery and all incisions were closed. The estimated blood loss was 20 ml and there were no complications. The patient tolerated the procedure well and was discharged to the recovery area in good condition. The hcp sent in a culture from the pocket to see if the infection could be confirmed. The infection was confirmed to be a staph infection (staphylococcus aureus) with mixed skin flora. The patient had a past medical and surgical history including interstitial cystitis (ic), kidney stones, and lupus. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.